Event description:
It was reported that the t:slim x2 pump battery would not charge, despite attempts to correct the issue using different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. The customer was overseas and did not wish to proceed with a replacement at the time, choosing instead to monitor the situation and call back if the issue persisted.